Event description:
Journal reference: mohammed, I and hussain, a. "Intrathecal baclofen withdrawal syndrome - a life-threatening complication of baclofen pump: a case report" bmc clinical pharmacology, 4:6. The article describes a study involving a male patient with cerebral palsy and spastic quadriparesis being treated with an implantable infusion pump. The patient was receiving intrathecal baclofen and experienced withdrawal syndrome due to a programming error. Withdrawal resulted in multiple organ system failures. Following hospitalization the patient returned to baseline.

Manufacturer narrative:
This report is being filed.